Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed the delivery accuracy by a value of -13.7%. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The analyst performed three separate delivery accuracy tests the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of + or -6 percent.